Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the catheter was in use for 17 days. The nurse realized that the distal extension line had a leak in the junction of the port tube. The nurse tried to inject a bolus through the distal extension line and the port separated.

Event description:
The customer reports that the catheter was in use for 17 days. The nurse realized that the distal extension line had a leak in the junction of the port tube. The nurse tried to inject a bolus through the distal extension line and the port separated.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter for evaluation. Visual examination revealed the distal luer hub was separated from the distal extension line. The points of separation were rough and jagged and the extension line was necked around the location of separation. Both of these are consistent with undue force being applied to the extension line. Signs of use in the form of dried blood were present on the distal extension line and catheter body. The length of the catheter body measured 216mm which is within specifications of 207-227mm per catheter product drawing. The length of the distal extension line form juncture hub to point of separation measured 86mm which is within specifications of 83-87mm per catheter product drawing. The outer diameter of the distal extension line measured 2.16mm which is within specifications of 2.13-2.21mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.447mm which is within specifications of 1.42-1.50mm per distal extension line extrusion graphic. A manual tug test confirmed the proximal and medial luer hubs were fully secure to their extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit warns the user, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The separation points were jagged, indicated undue force. The extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.